Manufacturer narrative:
The initial reported event of high svc coil impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert had triggered for high superior vena cava (svc) coil impedance on the right ventricular (rv) lead. It was reported that the alert limit was increased and approximately 5 years later, another alert was triggered for high svc coil impedance. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.